Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024. Patient reported, that 3 infusion sets fell of,f during use. The infusion set was in use for 24 hours. Blood glucose level at the time of event was noticed 150 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.